Event description:
It was reported that a user could not connect a freestyle libre 3 plus sensor to the ilet app because the sensor had already been started on the libre app, rendering it in use by another device and unavailable for pairing with ilet. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included user education on sensor pairing requirements and instruction to start a new sensor for ilet connectivity. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor was correctly functioning but locked to a different application due to initial activation on the libre app, which prevents subsequent connection to ilet. It was concluded that the event resulted from use error related to sensor activation workflow, not a device malfunction.